Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that no delivery was found in reservoir. Blood glucose was 5.8 mmol/l. Customer has been resolving the issue by changing the reservoir. The device will not be returned for analysis.